Event description:
The valve was explanted due to subacute bacterial endocarditis and paravalvular leak. The valve was replaced with a carpentier-edwards perimount valve. The valve was sent to pathology "in pieces" and will not be returned for analysis. It was reported that the surgeon had no complaint regarding the valve's performance.